Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) involved with this complaint and completed the device evaluation. Failure analysis investigations was not able to reproduce the customer reported complain but was able to confirm the issue via system logs. The unit was installed on the in-house system and the unit did not trigger any errors. Next, the unit was installed on the psc fixture test platform (pftp) and the unit passed all tests. Due to the unit not failing any test unit will be pushed through to repair for additional findings. The complaint regarding repeated non-recoverable faults was not confirmed based on the field evaluation or failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, a fault occurred on the system. While troubleshooting the 31030 fault, the tse noticed multiple universal surgical manipulator (usm1) faults pointing to possible proximal or distal. The customer was able to hard power cycle the system to clear and continue with case start; however, the error returned during the case. The clinical sales representative (csr) called to discuss disabling an arm and to report the table motion wasn¿t working. They had disabled arm 1. The technical support engineer (tse) mentioned that when disabling an arm, the integrated table motion cannot be turned on. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up on 15-nov-2022 and obtained the following additional information: the clinical sales representative (csr) was present during the event and was able to provide the additional information: the csr confirmed the issue occurred during the procedure while ports were placed. The customer had three consecutive non-recoverable faults. The third fault occurred while the surgeon was grasping tissue. The surgeon was not comfortable proceeding robotically and opted to convert the procedure to laparoscopic. The customer had not tried to abandon or disable the arm. The arm did not function properly previously. The csr confirmed there was no injury to the patient. Patient demographic information was requested but unable to be provided. The csr confirmed that the fse had been on site and resolved the issue. In the meantime, the customer was able to perform procedures with three arms with no issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the outer proximal set up joint (psuj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the part for evaluation; however, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the remotefe procedure log showed a sigmoid colectomy procedure was performed on (B)(6) 2022 on system sk4181. An advanced technical review of the system logs associated with this event confirmed that the first procedure of the day was converted after the 20 minutes after the start of the procedure and after non-recoverable faults. Prior to the second case, arm 1 was disabled and remain disabled through the third case. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to repeated errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.